Event description:
We stopped at a (B)(6) to fuel because I go on the road with my husband. I did not pack enough pads and I needed to buy some. They only had the tampax brand tampons, so I grabbed whatever was available until we can get to where they are in stock. That was around 2pm and by that night I started to itch in my hands first. Then it started traveling horribly, one part of my body would itch then another and it kept happening all the way to (B)(6) 2022, I woke up because the itch was unbearable and I dug everywhere to then thank god find an extra pad. It's (B)(6) 2022 almost 5pm and the itch continues to travel through each section of my body.